Event description:
I started invisalign orthodontic treatment and developed severe abdominal inflammation that put me in bed for a month and a half without discovering the cause. Was diagnosed with burnout and had to stop working in (B)(6) 2016. I could not move from bed. Had severe headache, foggy vision, nausea, cough, pain in the bones and veins, skin rashes, pain in the abdomen, and stomach, diarrhea, numb fingers, cramps, hair loss. Made a lot of examinations. When I stopped wearing the braces my condition got better. It was a terrible experience because it was difficult to detect the cause and till I find out more left me with further treatments in my legs veins. I already spent a lot of money on account of this, but the most important is that invisalign should warn practitioners of the possible allergies the product may cause, because the side effects are far from being light. Thank you.